Event description:
As reported via legal documentation, approximately 46 months after a left total knee replacement, the patient underwent a left knee revision to address joint pain, joint swelling and stiffness, limited range of motion, loss of mobility, instability, loosening, polyethylene wear and osteolysis. A revision operative report was provided. Post operative diagnosis noted instability of left total knee arthroplasty. Intraoperatively, the surgeon observed clear straw-colored fluid that was aspirated and sent for culture, and prolific synovium with polyethylene debris. The surgeon observed laxity in extension and the patella had slight lateral tilt. Upon removal of the polyethylene insert, it was noted to have a significant amount of wear in both the medial and lateral plateaus. The femoral and tibial components were removed without difficulty and noted that no bone loss was encountered. The patient was revised to a competitor's construct. The patient was transferred to the recovery room, having tolerated the procedure well. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 200-02-29 - three peg patella 29mm, (B)(6), 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t, (B)(6), 234-02-02 - optetrak asy, ps cemented femoral, sz 2, (B)(6), 204-22-09 - ps tibial inserts sz 2, 9mm / z-0019-2022. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-01106. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion and loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.